Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm prime/fill anomaly, frozen screen, keypad anomaly and unexpected no delivery/insulin flow blocked alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had delivery stop error and buttons were not responding.. Customer's blood glucose level was 210 mg/dl. Customer also stated that insulin pump time clock was not advance. Customer was unable to clear the alarm. The customer also stated that the display of insulin pump was frozen. Customer also stated that they unable to exit the load reservoir process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.